Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a portion of the programmer's touch screen was unresponsive, and that the issue became worse after running the stylus calibration. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's failure analysis refuted the initial analysis that the printed circuit board (pcb) was out of specification. The pcb passed failure analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that programmer touch screen had a response issue in some areas of the display where the stylus and cursor did not align on the screen, creating areas of the display where selections could not be made. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.